Manufacturer narrative:
It was reported by the hospital contact that during the procedure, the enterprise (enf452212/10424437) got stuck into the prowler microcatheter (606131/lot unknown). The physician removed enterprise and prowler microcatheter together. He used another prowler and enterprise (details unknown). The procedure was successfully done. It was initially reported that the stent will be returned for analysis. A non-sterile enterprise device was received coiled inside of a plastic bag. The stent was found deployed. The deliver wire was received inside of a dispenser hoop while the introducer tube was note received for evaluation. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was received deployed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10424437. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer as ¿delivery wire - impeded¿ could not be evaluated due to the conditions of the received unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that during the procedure, the enterprise (enf452212/10424437) got stuck in the body of the prowler microcatheter (606131/lot unknown). The physician removed enterprise and prowler microcatheter together. He used another prowler and enterprise (details unknown). The procedure was successfully done. It was initially reported that the stent will be returned for analysis. It is unknown if there were any damages noted on the stent. There were no damages noted on the microcatheter. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. A non-sterile enterprise device was received coiled inside of a plastic bag. The stent was found deployed. The deliver wire was received inside of a dispenser hoop while the introducer tube was note received for evaluation. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10424437. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery wire - impeded¿ could not be evaluated due to the conditions of the received unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00056.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is 1 of 2 reports associated with report 1226348-2016-00056 . (B)(4). Concomitant medical products and therapy dates: prowler microcatheter (606131/lot unknown). Another prowler and enterprise (details unknown).

Event description:
It was reported by the hospital contact that during the procedure, the enterprise (enf452212/10424437) got stuck into the prowler microcatheter (606131/lot unknown). The physician removed enterprise and prowler microcatheter together. He used another prowler and enterprise (details unknown). The procedure was successfully done. It was initially reported that the stent will be returned for analysis.

Manufacturer narrative:
(B)(4).